Event description:
It was reported that the purewick urine collection system had issues with getting the system to work. Patient asked for documents on trouble shooting. Patient had been using this product for more than 90 days. Per family member via phone on 17sep2021, patient will call back. If additional information was received, it will be forwarded to the mailbox for the record. No additional information was available.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "missing instructions; vendor/printer error ". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the pure wick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the pure wick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a pure wick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU. Caution: it is important that the port connections be connected correctly and securely for proper operation of the pure wick¿ urine collection system". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system had issues with getting the system to work. Patient asked for documents on trouble shooting. Patient had been using this product for more than 90 days.